Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that patients were having antibiotics infused when leakage occurred piccs removed and tiny holes noticed. Course of treatment changed: yes; oral antibiotic treatment resumed and patient did not respond as well other actions taken: yes; needed to commence oral therapy whilst awaiting the insertion of a new PICC. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The products returned for evaluation were two 4 fr single lumen powerpicc solo catheters and two non-bd secur-a-cath securement devices. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated, and splits were observed 5 cm and 5.8 cm distal to the molded joint in the two catheters. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ lightening of material around split sites ¿ evidence of kinking at and around the site of the splits ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage locations suggested that catheter securement, access, and maintenance techniques may have contributed.

Event description:
It was reported that patients were having antibiotics infused when leakage occurred piccs removed and tiny holes noticed. Course of treatment changed: yes; oral antibiotic treatment resumed and patient did not respond as well other actions taken: yes; needed to commence oral therapy whilst awaiting the insertion of a new PICC. It was reported this occurred with two devices. This report addresses the second device.